Event description:
A malfunction with a code malf 0 was reported, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this malfunction within the last 24 hours, so technical support provided guidance on resetting the pump and assisted with the process. After the reset, the malfunction code did not recur, and the customer was informed that continued use of the pump was possible. Technical support advised the customer to reach out if the malfunction code appeared again, and the customer understood the instructions.